Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the device was received for evaluation. During functional testing, it was found that the back flex battery contact pins do not make contact with the battery pins which cause the unit to "turn off" when it was used in battery mode. The unit was tested with a new wireless battery module and worked without battery alert not charging message. Also, the unit was able to stay "on" without ac power. The event history log was reviewed. The user reported that the event occurred on (B)(6) 2024 at 5:20 am, however the history log revealed that the pump was powered off by the user at 01:59. The history log revealed that an "improper shutdown!" Message occurred at 00:56 on (B)(6) 2024 during an infusion of levophed, indicating that power to the pump was lost. A "battery alert!" That occurred during initial programming of the infusion was confirmed by the user. The power cord was plugged in at that time. A battery alert presents with the message: ¿battery error do not unplug pump! Battery operation may not be available.¿ a device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be depressed battery pins as a result of dried fluid. The back flex battery contact pins (3 of 8) fully depressed/jammed and unable to rebound due to liquid intrusion which impedes proper contact with the battery. This is caused by fluid intrusion and poor cleaning practices. The battery pins were required to be cleaned to address this issue. The wireless battery module (wbm) was evaluated separately. The battery module contacts were found corroded and the battery module will be replaced. Per the spectrum operator's manual: a battery alert "displays when the battery module will not charge. In order to prevent interruption to the infusion, do not unplug the ac power adaptor from the pump." The spectrum operator's manual also lists the following warning: "confirm safe operation never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced. Always confirm safe, accurate pump operation by: periodically checking battery status and replace if necessary." Proper cleaning instruction for the pump and battery module can be found within the spectrum operator's manual. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was administering levophed (at a rate of 56ml/hr) to a patient in the intensive care unit at the same time the hospital was testing power generators. The pump was connected to the electrical receptacle (red one) and turned off without user input. It was noted the pump battery was showing as fully charged and the pump did not alarm before shutting down. The pump was replaced with another to continue treatment (a delay of 6 minutes was reported). At 7:02 am it was informed that the patient suffered cardiac arrest. It was further reported that the patient had died on the same date of the event after a second cardiopulmonary arrest at 7:59 am. No further information was available at the time of this report.